Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the camera head ac-c mount is not being recognized by an accessory device was confirmed. Also it was found that the device displayed the video intermittently. The device was deemed non-repairable, so the repair was declined and the device was placed into long term hold. Given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified.

Event description:
It was reported by the sales rep via email that during an unknown procedure the camera head ac-c mount was not being recognized by purevue ccs and no image was displayed when camera was plugged in. There was a five minute delay. The case was completed by using a different camera. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device displayed the video intermittently. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.